Manufacturer narrative:
Pump settings and delivery history were reviewed with the patient's mother and confirmed as accurate. Recent occlusion alarms noted for (B)(6)2010 and (B)(6)2010 - reviewed with patient's mom and she statedb she changed site when they occurred. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
According to the patient's mother, the patient's blood glucose was 536 mg/dl with "moderate ketones," was not exhibiting any symptoms, and was treated with an IV fluids and insulin shot at the emergency room. The patient's mother denies the patient having any recent illness but has had a slight cough. The patient's blood glucose on the morning of (B)(6)2010, was 200 mg/dl. The patient's mother feels that endocrinologist needs to make adjustments and to have the basal rate increased. The patient's mother contacted animas to have the insulin pump checked. The animas customer support representative reviewed the insulin pump settings, history, and totals and did not find any mechanical problems.